Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge error message during the load process with multiple cartridges. Customer's blood glucose level was 130 mg/dl. Reportedly, customer has a back up pump for continued insulin therapy.